Event description:
Pt had an MRI done which lasted approx. 40 min. Pt was lying symmetrically and had his hands tucked under his chin, during the procedure. Pt experienced a burn (hot and red) on the inner rt forearm. Pt called for help but the machine was too loud and no one could hear him. After the procedure the pt notified the technician, and according to the rptr, the tech said " it's an old machine. We are getting rid of it." Pt had spoken with someone at the FDA office to follow up on this case.